Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. This devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found both of the antenna shafts had damage to the insulation. The reported condition was confirmed. The investigation found the insulation on both shafts were scraped and had voids. Both failed hipot testing. The investigation identified the root cause of the reported event to be user damage. The instructions for use (IFU) states, if using a cannula to aid in the insertion of an antenna, ensure: the radiating section and antenna shaft do not scrape against the cannula as damage to the antenna may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the antenna was removed from the site after ablation, but then the shaft of the antenna was found damaged. New antenna was used and small but similar damage was found on the shaft after removal. A metallic attachment was used for the us probe. New device was used to continue. No patient harm.

Manufacturer narrative:
Correction: event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.